Event description:
It was reported that an ats 3000 tourniquet lost pressure during surgery. The 34" single sterile, reprocessed, cuff was set at 300mm and deflated totally during procedure. Since the procedure didn't really need a tourniquet, and it was only for surgeon's preference, an additional cuff was not required and the procedure was completed successfully within time scheduled, and ebl within nl limits. There was no harm or injury to the pt.

Manufacturer narrative:
Product was not being returned due to the hospital discarded the cuff. The zimmer cuff in this event is labeled as a single use device. The hospital had this tourniquet cuff reprocessed, prior to use on this event.